Event description:
The physician was using a 140620hes-v coil which detached in the parent vessel. The physician went in to snare the coil and pull it down into the aneurysm and placed a stent to tack it down. The coil was still entwined in the snare and the coil came out of the aneurysm. The coil was pulled down to the groin and the pt was taken to surgery to remove the coil. The pt is doing fine.

Manufacturer narrative:
The device was returned for evaluation. The implant was detached from the pusher and not included for evaluation. It was observed during the analysis that the proximal portion of the pusher is bent. The strain relief is folded inward on one side. The detachment monofilament is opaque/white, and the texture is consistent with being stretched. It appears that the coil detached in the micro-catheter because excessive retraction force was utilized during the procedure.